Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a revision gastroplasty procedure, the staples did not form properly. The hospital reported that no patient injury had occurred.